Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and power management board were replaced to address the issues. The internal battery failed to charge and was replaced to address the issue